Event description:
Boston scientific received information via the patient's home remote monitoring system that this right ventricular (rv) lead and device displayed high, out of range shock impedance measurements. The local boston scientific field representative had not been contacted by the patient's clinic regarding any follow up. There were no adverse patient effects. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that another alert was received for out-of-range shock impedance on the rv lead. Boston scientific technical services (ts) reviewed the device data and found that the shock impedance had been stable at about 100-110 ohms over the past year. Ts recommended continued monitoring and potentially bringing the patient in for commanded shock testing. This product remains in service. No adverse patient effects were reported.